Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose was unknown mg/dl. Troubleshooting steps was performed for critical pump error. Customer reports they received a critical pump error image on the pump screen. The insulin pump will be returned for analysis..